Manufacturer narrative:
Preliminary evaluation indicates a lower bearing failure occurred. A follow-up report will be submitted, once a full evaluation has been conducted by sigma engineering.

Event description:
A spectrum pump was returned for repair for noisy operation.